Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) after a supply change and administered manual insulin injections when bg reached 220 mg/dl, disconnecting from the ilet pump. The agent advised against false meal announcements and guided the user through replacing the infusion set. The highest blood glucose (bg) recorded was 299 mg/dl. Bg was corrected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.